Manufacturer narrative:
The insulin pump was received with frozen screen due to mother board. Unable to perform the functional tests due to frozen screen.

Event description:
The customer reported a frozen screen and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.